Event description:
It was reported that a patient had the renasys go placed on a leg wound for a couple of weeks now, and previously had a debridement on it. She stated that the device has leaked twice, where it ran down her shorts. There was no injury to the patient.

Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re-assessed,¿therefore root cause undetermined. The IFU, it is advised that the user refers to these guides as it contains adequate instructions on the operation and use of the device. As detailed in the important information monitoring section. No product identification lot/batch number was provided and thus a manufacturing record review could not be conducted. Complaint history for the reported event has been reviewed, revealing no further instances, however no further action is deemed necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. However please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.